Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed even though the indicator window turned black. The device was ultimately removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The device had been used after the procedure for hemostasis. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed even though the indicator window turned black. The device was ultimately removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The device had been used after the procedure for hemostasis. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was not locked. The plug was found in the manufactured position, and the indicator wire was not deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. An indicator wire deployment test simulation was performed by locking the guard, achieving the expected indicator wire deployment. Subsequently, a deployment simulation evaluation was executed. During this test, the indicator wire was pulled to reach the black/black position in the indicator window, followed by the full depression of the deployment lever, which resulted in the expected indicator wire retraction and plug deployment. The indicator window then displayed the black/white/red position as expected. No anomalies were observed during the evaluation, confirming that the deployment lever operated smoothly and as intended. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18451541 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was able to be successfully deployed with full lever depression and window transition. The cause of the reported issue could not be determined. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, the (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither product analysis, device history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.